Event description:
A (B)(6) male pt, (B)(6) presented in (B)(6) 2007 with multiple stab wounds to his abdomen. Exploratory laparotomy revealed mesenteric injury to the transverse colon and splenic laceration. Resection of a segment of the transverse colon and splenectomy was performed at the initial procedure. The post-operative course was complicated by intra-abdominal compartment syndrome requiring open abdomen resulting in multi-organ failure. The pt returned on (B)(6) 2010 for ventral hernia repair. There was an ileostomy take down and transverse colon enterocutaneous fistula take down. There were dense adhesions throughout the abdomen. Surgimend was used to repair the hernia. During the mobilization of the bowel, there was an iatrogenic injury to the ileum with spillage of intestinal contents. At the end of the procedure, an abdominal binder was applied. On (B)(6) 2010 a wound infection was diagnosed. Wound stitches were removed. A wound vac was applied and the pt was given IV antibiotics. A CT scan was performed on (B)(6) 2010 showing no abdominal collection or evidence of recurrent hernia. Since then, the pt's condition has progressively improved. The product was not explanted.

Manufacturer narrative:
The production records for the product lot were reviewed and everything was found to be in order. The product was not explanted. The add'l surgery was a result of surgeon error.